Event description:
Routine complaint investigation confirms one false high and one false low blood glucose reading compared to laboratory blood glucose results. Analysis indicates that this malfunction, were to it recur for certain pts, under certain conditions, could result in serious adverse clinical effect to the user of the system.